Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. It was further reported that on (B)(6) 2018, the customer was feeling dizzy and the neighbor's unspecified meter was used to obtain a reading of 30 mg/dl. A healthcare professional was called and upon their arrival, customer was injected with glucagon. No further information was provided as caller refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
A caregiver reported the customer was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. It was further reported that on (B)(6) 2018, the customer was feeling dizzy and the neighbor's unspecified meter was used to obtain a reading of 30 mg/dl. A healthcare professional was called and upon their arrival, customer was injected with glucagon. No further information was provided as caller refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.